Event description:
It was reported that the patient had a damaged driveline pump cable connection. A driveline communication fault was active. The driveline damage was secured with rescue tape. The modular cable and system controller were exchanged but the driveline communication fault was still active. The driveline communication fault was ongoing and permanently muted. The patient remained on support, closely monitored by the ventricular assist device (vad) team. The patient was discharged with the driveline protection fixed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline communication fault alarms; however, a specific cause cannot be conclusively determined through this investigation. Cosmetic damage to the pump cable exposing the bionate layer and underlying wires in the inline connector was confirmed via the submitted images. The controller event log file contained events spanning from (B)(6) 2023 - (B)(6) 2023. A driveline communication fault alarm was activated on (B)(6) 2023 at 06:11:09 and remained active for the remainder of the log file. The pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use contains the following information: section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care. This section also addresses all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. This section also addresses all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.